Event description:
It was reported that the patient had an episode with inappropriate shocks due to oversensing during atrial fibrillation. Also, the smartpass feature programmed itself off due to a pause in the patient's rhythm. Technical services discussed increasing the rate cut-off to address the high rates of the atrial fibrillation. There were no additional adverse patient effects. The system remains implanted.